Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
A surgery was performed with the incore lapidus system on an unknown date. Post operation, the 3.5mm headless compression screw broke at the distal aspect of the 5.9mm post. Patient was seen in clinic on (B)(6) 2020. The reporter was not aware of information related to patient complications or outcome.